Event description:
It was reported that patient underwent reverse shoulder revision procedure on (B)(6), 2010. Subsequently, it was reported that the humeral tray fractured as the patient was pushing himself up in bed. No revision procedure has been scheduled and no further information has been provided.

Manufacturer narrative:
Evaluation of the explanted device found the distal humeral tray surface has scratches and dents typical of post-fracture damage. The post-fracture damage obfuscated some of the fracture area, the remaining arrest lines suggest the fracture may have begun in fatigue and ended in a fast fracture. Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #10) fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Following receipt of additional or different information, biomet will forward follow up report to the FDA. There are warnings in the package insert that state that this type of event can occur. Biomet package insert includes the following possible adverse effect: #10) fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, trauma, non-union, or excessive weight.